Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed, during which a hole was identified in the balloon component. Consequently, both the balloon and the cuff were replaced. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4). Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected and a hole consistent with an avulsion was identified. Due to this finding, leakage and functional testing were not performed on this component. The cuff was visually inspected and tested for leaks. Folds were observed throughout the component; however, no leaks were noted during testing. Based on the information available and the analysis results, the hole identified in the balloon could have caused or contributed to the reported clinical observation of mechanical issue and hole/perforation.

Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly. A surgical procedure was performed, during which a hole was identified in the balloon component. Consequently, both the balloon and the cuff were replaced. No patient complications were reported.